Event description:
It was reported that the images were unusable. There is no report of pt injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.